Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) powered off the station and removed the back panels on both the main and auxiliary devices to inspect the pyxibus cables. Burn marks were found on the main device and temporary adjustments were made to the cable, and the station was powered on in which all devices detected successfully. A functionality test was completed using the hardware test application, followed by a station reboot. The damaged pyxibus cable was then replaced, and functionality was verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were failed to open and not detected on bus. Required maintenance. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of ¿es - all drawers failed, require maintenance - z10wc-cvpc¿ was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawer failed to open. The fse powered off the station and removed the back panels on both the main and auxiliary devices to inspect the pyxibus cables. Burn marks were found on the main device and temporary adjustments were made to the cable, and the station was powered on in which all devices detected successfully. A functionality test was completed using the hardware test application, followed by a station reboot. The damaged pyxibus cable was then replaced, and functionality was verified in diagnostics. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 120547-01: no testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the ¿assy cbl pyxibus 6 drawer¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that ¿es - all drawers failed, require maintenance - z10wccvpc¿ was due to the damaged ¿assy cbl pyxibus 6 drawer (pn 120547-01) which had signs of exposed copper strands that led to the observed thermal damage. This condition compromised the system¿s functionality, resulting in loss of functionality in the drawers and tower doors, which were not detected on the bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were failed to open and not detected on bus. Required maintenance. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. As per part investigation, it was determined that the failure was due to a damaged pyxibus cable with exposed copper strands causing thermal damage and loss of communication, resulting in drawers not being detected on the bus. There were no adverse events or injuries reported based on this event.